Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the follow-up data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The evaluation of the follow-up data confirmed the clinical observation. The calculated tte decreased from 3y 11m to 0y 0m between july 2014 and july 2015. However, the root cause could not be determined based on the available information. The pacemaker was implanted for about 98 months. The eri status of the device was expected. Please note, that while in eri, the device therapy functions are fully available. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The inspection of the returned follow-up data confirmed the clinical observation. However, based on the information available no conclusions can be drawn regarding the root cause. After an implantation period of 98 months the battery status eri was anticipated.

Event description:
Ous MDR - it was reported that premature battery depletion was noted. During the follow-ups in 2013 and 2014 the outputs were reprogrammed due to an increased threshold. No adverse patient side effects were reported. The device was not returned and it is unclear if this has been explanted yet. The patient has been added to an urgent device exchange list.